Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked at approximately 137.0 cm and 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had offset coil wind. The introducer sheath was ovalized at approximately 49.0 cm from its proximal end. The pusher assembly mid-joint outer diameter was unable to be measured due to the kinks. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement of the smart coil within its introducer sheath. Forceful advancement of the device against this resistance may result in pusher assembly kinks. Further investigation revealed that the introducer sheath was ovalized and the embolization coil had offset coil wind. These damages were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery using penumbra smart coils (smart coil). During the procedure, a smart coil would not advance at all within its introducer sheath and, therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.